Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Imagery was provided and reviewed; imaging showed the distal tip was split along the axial score line, the delivery system was incompletely withdrawn through the sheath, with a fully circumferential radial and longitudinal balloon burst near the proximal balloon shoulder, the guidewire shaft was cut at the balloon spring, with the nose tip and distal balloon assembly fully separated. The provided pre-screening CT imaging report showed tortuosity, calcification and undersized vessels present in the patients access vessels. The complaint for sheath distal tip split was confirmed based on the provided device imagery. A review of the device history record (DHR), lot history, and manufacturing mitigations revealed no indication of a manufacturing non-conformance contributing to the event. Additionally, no deficiencies were identified in the instructions for use (IFU) or training materials, and no abnormalities were reported during device unpacking. In this case, it is likely that the removal of the burst ballon contributed to the observed distal tip split. A balloon burst could make it difficult to deflate the balloon and would alter the balloon profile during removal. As the balloon burst, the altered balloon profile could have made it more susceptible to catching on the distal end of sheath tip. Patient factors confirmed via the pre-screening CT imaging report such as tortuosity, calcification, and undersized vessels can also promote restricted and non-coaxial pathways, which can further damage the distal tip during withdrawal. Calcification may have also contributed to the distal tip split. Sharp or bulky calcified nodules within the patient access vessel can act as a physical obstacle that can damage the distal tip. As such, available information suggests that patient factors (calcification, tortuosity, undersized vessels) and/or procedural factors (withdrawal of burst balloon) likely contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs), that during a transfemoral tavr with a 26mm sapien 3 ultra resilia valve, after valve deployment the shoulder of the 26mm commander delivery system (ds) balloon contacted the sinotubular junction (stj) calcium and ruptured the balloon. The patient was then assessed by transthoracic echocardiogram (tte), there was no damage to the ascending aorta, no pericardial effusion, and no paravalvular leak. The patient was hemodynamically stable and had a tte derived gradient of 2. They then tried to pull the ds back into the 14fr esheath+ but were unable to pull it back fully due to resistance. They went up and over the aorta iliac bifurcation and shot contrast. The angiogram showed dissections in the iliac but no significant extra vascularization. Vascular surgery was then called and performed a cut down to remove the ds and sheath. The surgeon cut the nose cone on purpose and removed it with the ds. The patient was stable hemodynamically throughout the procedure. The valve was successfully implanted, and the patient is stable and discharged. After imaging review, it was found the distal tip was split.